Manufacturer narrative:
Correction to the initial MDR in block(s): f10 and h6 (patient codes). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a pericardial effusion (pe) occurred. During an atrial fibrillation ablation and a watchman concomitant procedure, a versacross connect for faradrive was selected for use. The ablation procedure was completed, and no issues were reported. At some point after procedure, the patient blood pressure dropped, and an effusion was noted on intracardiac echocardiography (ice). Hence, protamine was given, a pericardial tap was performed and 450ml of blood was drained. The patient was admitted to hospital beyond standard of care and expected to make fully recover. The device is not expected to be returned for analysis (disposed). In the physician's onion, the issue did not happen due to transeptal, but during ablation. It seems that the 'stiff tip of the flower scraped the posterior wall. No effusion was noted at baseline. After draining the pericardial effusion, the physician proceeded with the watchman procedure. The left atrium was re-accessed, and an activated clotting time (act) was drawn, resulting in 158 seconds. The watchman sheath was inserted into the left atrium, and additional heparin was administered. The watchman device was successfully deployed. Upon exiting the left atrium, the physician drained an additional 50 ml from the pericardium. The patient was then sent to the intensive care unit (ICU). During the night, the patient required a pericardial window and was found to have a left ventricular clot.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a pericardial effusion (pe) occurred. During an atrial fibrillation ablation and a watchman concomitant procedure, a versacross connect for faradrive was selected for use. The ablation procedure was completed, and no issues were reported. At some point after procedure, the patient blood pressure dropped, and an effusion was noted on intracardiac echocardiography (ice). Hence, protamine was given, a pericardial tap was performed and 450ml of blood was drained. The patient was admitted to hospital beyond standard of care and expected to make fully recover. The device is not expected to be returned for analysis (disposed). In the physician's onion, the issue did not happen due to transeptal, but during ablation. It seems that the 'stiff tip of the flower scraped the posterior wall'. No effusion was noted at baseline. After draining the pericardial effusion, the physician proceeded with the watchman procedure. The left atrium was re-accessed, and an activated clotting time (act) was drawn, resulting in 158 seconds. The watchman sheath was inserted into the left atrium, and additional heparin was administered. The watchman device was successfully deployed. Upon exiting the left atrium, the physician drained an additional 50 ml from the pericardium. The patient was then sent to the intensive care unit (ICU). During the night, the patient required a pericardial window and was found to have a left ventricular clot.